Manufacturer narrative:
Corrections: corrected d4 lot number from 395427 to 395819. Corrected d4 expiration date from 19-sep-2024 to 10-oct-2024. Corrected d4 UDI from (B)(4) . Corrected h4 from 19-sep-2023 to 10-oct-2023. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819. A trend violation was not identified, and the upper control limit was not exceeded for part 09n79 (trending part number). A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m resp-4-plex amp kit (list 09n79-090) lots 395427 and 395819 was not identified.

Manufacturer narrative:
Correction: updated lot number 395819 from the serial # to lot #.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: occurrence date: (B)(6) 2024. 3005248192-2024-00044, occurrence date: (B)(6) 2024.

Event description:
The customer reported a false detected result for the sars-cov-2 target on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) was processed on (B)(6) 2024 and was positive for the sars-cov-2 target (CT 36.16), and the results were released to the physician. The sample was retested on the alinity m system on (B)(6) 2024 and was negative. There was no report of impact to patient management.